Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available informationno further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag blood pump was broken, and the control buttons did not work.

Manufacturer narrative:
Manufacturer's investigation conclusion: a centrimag blood pump was not associated with the reported event, and no issues regarding a centrimag blood pump were reported nor observed. Available information for this event indicates that the product for this complaint is a cool point pump and will be covered by the ep division under a separate event. The root cause of the reported event was not correlated to an issue with a centrimag blood pump. A centrimag blood pump was not associated with the reported event. The 2nd generation centrimag system operating manual section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the event revealed the involved product was for a non-mechanical circulatory support product.